Event description:
It was reported that death occurred. The native aortic annulus was 24.1mm in diameter with mild calcification; the was tortuosity in the abdominal and thoracic aorta. Balloon aortic valvuloplasty (bav) was performed 2 weeks prior to the transcatheter aortic valve replacement (tavr) procedure. A 25mm lotus edge valve (lot 24537005) was advanced over a safari2 guidewire. The 25mm lotus edge valve kinked while advancing through the descending aorta. The device was removed and a new 25mm lotus edge valve (lot 24562224) was prepared. The 2nd 25mm lotus edge valve was advanced into the thoracic aorta and crossed the aortic valve. The valve was deployed with no leak and a low aortic gradient. The patient remained stable throughout the procedure. The patient was discharged home three (3) days later. At an unspecified time while at home, the patient experienced complete heart block and cardiac arrest. The patient was transferred to one hospital and subsequently transferred to another hospital. The patient experienced cardiac arrest again and a temporary pacing wire was placed. The patient was transferred to the intensive care unit (ICU). The patient passed away six (6) post implant procedure. The cause of death was complications from complete heart block.